Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a same length but different diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Additional information: the patients's post-op uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry and bent, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/bent. Dimensional and functional inspection found the lens to be within specifications. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).